Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) procedure was being performed. They gave the patient 3000 units of heparin. The transseptal puncture was performed and they gave the patient an additional 3000 units of heparin. The first activated clotting time (act) reading was 310 seconds. A watchman® access system was inserted into the patient and then a ¿mice sized¿ left atrial thrombus was noticed hanging off the septum. It was not attached to the access system. The physician attempted to aspirate the thrombus through the access system, but was unsuccessful. Another act reading was performed about 15 minutes after the initial and it was 311 seconds. The patient received a total of 15,000 units of heparin throughout the procedure in 3000 mg increments. They decided to abort the procedure since they could not get the thrombus. A neurologist was consulted and the patient received aggrastat and heparin. The clot resolved the next day and the patient has since been discharged home. With no issues.